Event description:
The patient is reportedly experiencing episodes of facial nerve stimulation. Programming adjustments have been made, however, this has not resolved the problem. The patient reports having botox injections in his face to assist with the facial nerve stimulation. Advanced bionics is in the process of obtaining more information. Once more information becomes available, a supplemental report will be submitted.